Manufacturer narrative:
Batch review performed on 08 may 2020: lot 155445: (B)(4) items manufactured and released on 02-feb-2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability. The surgeon revised the 12mm poly with a 17mm poly almost 1 year after primary. The surgery was completed successfully.